Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6)2019 , the subject ICD was explanted due to a pocket infection. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.

Event description:
Reportedly, on (B)(6) 2019, the subject ICD was explanted due to a pocket infection. Preliminary analysis revealed that the subject device has been sterilized and released according to all applicable procedures.